Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with the bolus wizard. During the phone call, it was found the customer's speech began to slur. The customer reported their blood glucose was 540 mg/dl, but later reported their blood glucose to be 210 mg/dl. The paramedics were called as a precaution for the customer due to their slurred speech. The customer was advised against treatment for their blood glucose until the paramedics arrived. The paramedics arrived at the scene and reported the customer's blood glucose to be 122 mg/dl. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.